Event description:
During the procedure the surgeon asked for the head to be moved because he was working on the cervical spine while adjusting the head they noticed that the head was slipping out of the pin in the mayfield positioner when the pins were tried to be turned tighter nothing happened and the patients head continued to fall out of the positioner. The mayfield had to switched out for a different one and that patient suffered a laceration to the right side of the head requiring staples. The positioner was tagged and taken off the field.